Manufacturer narrative:
Findings: unit received with detached end cap. Unable to perform self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to detached end cap. Unable to confirm prime/fill anomaly due to detached end cap. All operating currents are within specification. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner and scratched reservoir tube window. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 29 mg/dl at the time of the incident and not matter how many times they treated customer would remain low. Customer states insulin is "squirting out" during the manual prime process. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.